Manufacturer narrative:
Additional information: b3, b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an exploratory laparotomy (cholecystectomy, right hepatectomy, complete liver ultrasound, omental flap creation placement, air cholangiogram, portal lymphadenectomy, lysis of adhesions adding 45 minutes the duration of the procedure), the handpiece malfunctioned/broke. Nothing fell on patient's cavity and no additional intervention performed due to the issue. A new handpiece was used to complete the procedure. There was no patient injury. Medtronic's initial evaluation of the incident device found that missing pieces of overmold were observed.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws were damaged. The seal plate had partially detached. Missing pieces of overmold were observed. Functional testing found that the damages observed were traced to misuse. Most likely due to a drop, or due to forceful contact with a hard object such as a metal (clip, staple, trocar instrument etc.). It was reported that the handpiece malfunctioned/broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device or injury to the patient or both. Close jaws using device lever before insertion/extraction in the cannula. Do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an exploratory laparotomy (cholecystectomy, right hepatectomy, complete liver ultrasound, omental flap creation placement, air cholangiogram, portal lymphadenectomy, lysis of adhesions adding 45 minutes the duration of the procedure), the handpiece malfunctioned medtronic's initial evaluation of the incident device found that missing pieces of over mold were observed.